Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B34598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eczema, caesarean section, menometrorrhagia, loop electrosurgical excision procedure, endometriotic cyst, gastroesophageal reflux disease, nausea and vomiting. Previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma and dermatitis. Concomitant products included ferrous sulfate, medroxyprogesterone acetate (depo provera)(B)(6) 2013 to (B)(6) 2013 and nsaids since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding),/ abnormal bleeding(menorrhagia)"), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), rash ("rash/skin condition type: rash on posterior legs"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have neoplasm ("neoplasm"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), skin disorder ("skin condition"), metrorrhagia ("metrorrhagia "), post procedural complication ("post removal complication-yes") and hypersensitivity ("allergic reaction"). The patient was treated with cetirizine hydrochloride (zyrtec), paracetamol (acetaminophen) and surgery (hysterectomy. (Full) / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the abdominal pain, menorrhagia, anaemia, skin disorder and rash had resolved and the depression, vaginal haemorrhage, anxiety, dysmenorrhoea, neoplasm, dyspareunia, metrorrhagia, post procedural complication and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, metrorrhagia, neoplasm, pelvic pain, post procedural complication, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, psych injury and bleeding. Patient received treatment allergy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion.. Lot number: b34598, manufacturing date: 2013-05, expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: psf received: "allergic reaction" event added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B34598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eczema, caesarean section, menometrorrhagia, loop electrosurgical excision procedure, endometriotic cyst, gastroesophageal reflux disease, nausea and vomiting. Previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma and dermatitis. Concomitant products included ferrous sulfate, medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2013 and nsaids since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding),/ abnormal bleeding(menorrhagia)"), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), rash ("rash/skin condition type: rash on posterior legs"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have neoplasm ("neoplasm"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), skin disorder ("skin condition"), metrorrhagia ("metrorrhagia "), post procedural complication ("post removal complication-yes") and hypersensitivity ("allergic reaction"). The patient was treated with cetirizine hydrochloride (zyrtec), paracetamol (acetaminophen) and surgery (hysterectomy. (Full) / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the abdominal pain, menorrhagia, anaemia, skin disorder and rash had resolved and the depression, vaginal haemorrhage, anxiety, dysmenorrhoea, neoplasm, dyspareunia, metrorrhagia, post procedural complication and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, metrorrhagia, neoplasm, pelvic pain, post procedural complication, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, psych injury and bleeding. Patient received treatment allergy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion.. Lot number: b34598 manufacturing date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B34598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eczema, caesarean section, menometrorrhagia, loop electrosurgical excision procedure, endometriotic cyst, gastroesophageal reflux disease, nausea and vomiting. Previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma and dermatitis. Concomitant products included ferrous sulfate, medroxyprogesterone acetate (depo provera) 28-may-2013 to december 2013 and nsaids since (B)(6)2013. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding),/ abnormal bleeding(menorrhagia)"), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), rash ("rash/skin condition type: rash on posterior legs"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have neoplasm ("neoplasm"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), skin disorder ("skin condition"), metrorrhagia ("metrorrhagia ") and post procedural complication ("post removal complication-yes"). The patient was treated with cetirizine hydrochloride (zyrtec), paracetamol (acetaminophen) and surgery (hysterectomy. (Full) / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain was resolving, the abdominal pain, menorrhagia, anaemia, skin disorder and rash had resolved and the depression, vaginal haemorrhage, anxiety, dysmenorrhoea, neoplasm, dyspareunia, metrorrhagia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, neoplasm, pelvic pain, post procedural complication, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, psych injury and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6)2014: result: total bilateral occlusion.. Lot number: b34598 manufacturing date: 2013-05 expiration date: 2016-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- metrorrhagia, post removal complication-yes. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B34598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eczema, caesarean section, menometrorrhagia, loop electrosurgical excision procedure, endometriotic cyst, gastroesophageal reflux disease, nausea and vomiting. Previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma and dermatitis. Concomitant products included ferrous sulfate, medroxyprogesterone acetate (depo provera)(B)(6)2013, nsaids since (B)(6)2013 and omeprazole. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding),/ abnormal bleeding(menorrhagia)"), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), rash ("rash/skin condition type: rash on posterior legs"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have neoplasm ("neoplasm"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), skin disorder ("skin condition"), metrorrhagia ("metrorrhagia "), post procedural complication ("post removal complication-yes") and hypersensitivity ("allergic reaction"). The patient was treated with cetirizine hydrochloride (zyrtec), paracetamol (acetaminophen) and surgery (hysterectomy. (Full) / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, depression, vaginal haemorrhage, anxiety and dyspareunia was resolving, the abdominal pain, menorrhagia, anaemia, skin disorder and rash had resolved and the dysmenorrhoea, neoplasm, metrorrhagia, post procedural complication and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, metrorrhagia, neoplasm, pelvic pain, post procedural complication, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, psych injury and bleeding. Patient received treatment allergy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: result: total bilateral occlusion. Lot number: b34598 manufacturing date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: pif received. Outcome for events were updated. Concomitant drug added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B34598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eczema, caesarean section, menometrorrhagia, loop electrosurgical excision procedure, endometriotic cyst, gastroesophageal reflux disease, nausea and vomiting. Previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma and dermatitis. Concomitant products included ferrous sulfate, medroxyprogesterone acetate (depo provera) (B)(6) 2013 to december 2013 and nsaids since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding),/ abnormal bleeding(menorrhagia)"), rash ("rash/skin condition type: rash on posterior legs"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have neoplasm ("neoplasm"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("anemia") and skin disorder ("skin condition"). The patient was treated with cetirizine hydrochloride (zyrtec), paracetamol (acetaminophen) and surgery (hysterectomy. (Full) / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the abdominal pain, menorrhagia, anaemia, skin disorder and rash had resolved and the depression, vaginal haemorrhage, anxiety, dysmenorrhoea, neoplasm and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, neoplasm, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, psych injury and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Lot number: b34598, manufacturing date: 2013-05, expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), anaemia ("anemia"), skin disorder ("skin condition"), rash ("rash/skin condition") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy. (Full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia, skin disorder and rash had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, menorrhagia, pelvic pain, psychological trauma, rash and skin disorder to be related to essure. The reporter commented: patient received treatment for pain, psych injury and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event injury replaced with new events- pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, rash, skin condition and psych injury were added. Lab data added. Patient demographic details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B34598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eczema, caesarean section, menometrorrhagia, loop electrosurgical excision procedure, endometriotic cyst, gastroesophageal reflux disease, nausea and vomiting. Previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma and dermatitis. Concomitant products included ferrous sulfate, medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2013 and nsaids since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding),/ abnormal bleeding(menorrhagia)"), rash ("rash/skin condition type: rash on posterior legs"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have neoplasm ("neoplasm"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("anemia") and skin disorder ("skin condition"). The patient was treated with cetirizine hydrochloride (zyrtec), paracetamol (acetaminophen) and surgery (hysterectomy. (Full) / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the abdominal pain, menorrhagia, anaemia, skin disorder and rash had resolved and the depression, vaginal haemorrhage, anxiety, dysmenorrhoea, neoplasm and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, neoplasm, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, psych injury and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs was received. Lot number was added. New events abnormal bleeding (vaginal), mental anguish, dysmenorrhea, neoplasm, dyspareunia. Previously added psychological injury updated with depression. Rashes or skin conditions updated with rash on posterior legs. Patient medical history and concomitant conditions were added. Concomitant, historical and treatment drugs were added. Event outcome was added. Date of removal updated. Event onset dates were added. New reporters were added. Patient demographic was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.